Manufacturer narrative:
Continuation of d10: product ID hh90t01, serial# (B)(6), product type: mobile platform. Product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving sufentanil and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s representative reported that the handset gets stuck at 90% when trying to connect to the pump and they were told to call in and order a replacement handset due to the connection issue. A replacement handset was requested from the repair department. No patient injury reported.